Manufacturer narrative:
The user guide states: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent auto-off alarms. The customer's blood glucose level was 100-120 mg/dl. Tandem technical support educated the contact on why the auto-off safety alarm had occurred. The contact decided to turn off the alarm without consulting a healthcare provider.